Event description:
The suspect showed variation in test results when compared to the lab. The test results reported were as follows: inratio = 2.3, 2.8; lab = 1.8, 1.5 respectively. Previous test results using the inratio were 2.5 in 8/2005 and 2.3 in 8/2005. Patient admitted to the hospital in 2005 and diagnosed with a pulmonary embolism. Patient's inr at time of admission was 1.8. Patient administered a low dose of heparin and a filter was subsequently placed in pt blood vessel the next day. The patient was tested again and the following results were reported: inratio = 2.8; lab = 1.8. A new strip lot was sent to the customer. Patient will retest using both lots. Further follow up to be performed.